Event description:
It was reported that the patient was asymptomatic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). No changes were made. The patient was just being monitored remotely. There were no patient consequences.